Event description:
Consumer feels that she is getting rejection of her silicone breast implants, as she is beginning to get pain in her breasts. Consumer is participating in a 10 year breast cancer study.